Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Upon catheter and sheath preparation, the scrub nurse flushed the side port of the catheter, and it was difficult to push fluid through the syringe. A smaller syringe was used, but the same issue was seen. Fluid was then noted to have been dripping from the proximal end of the catheter, but at a much slower rate. The catheter was then replaced with a new farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Upon catheter and sheath preparation, the scrub nurse flushed the side port of the catheter, and it was difficult to push fluid through the syringe. A smaller syringe was used, but the same issue was seen. Fluid was then noted to have been dripping from the proximal end of the catheter, but at a much slower rate. The catheter was then replaced with a new farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for laboratory analysis. It was further reported that there was no leaking seen from the port or proximal handle contrary to what was previously reported. The scrub nurse noted that there was more force needed to flush with the syringe. After replacing the first farawave catheter, the second farawave catheter was much easier to flush.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Upon catheter and sheath preparation, the scrub nurse flushed the side port of the catheter, and it was difficult to push fluid through the syringe. A smaller syringe was used, but the same issue was seen. Fluid was then noted to have been dripping from the proximal end of the catheter, but at a much slower rate. The catheter was then replaced with a new farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for laboratory analysis. It was further reported that there was no leaking seen from the port or proximal handle contrary to what was previously reported. The scrub nurse noted that there was more force needed to flush with the syringe. After replacing the first farawave catheter, the second farawave catheter was much easier to flush.

Manufacturer narrative:
Blocks a1, a2,, a3a, and a3b corrected to include patient information. B5: describe event or problem - updated h6: device codes- updated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.